Event description:
The customer reported that their device was showing its charge-pak and attention icons. After an initial evaluation of the device, it was observed that the internal hlc levels had become suddenly depleted which may lead to the device not having the ability to deliver effective defibrillation therapy. There was no patient use associated.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio downloaded the device's memory for review and observed that on, or about, (B)(6) 2014, the device's internal hybrid layer capacitor (hlc) batteries depleted to zero (0). Physio did observe that the device would charge and shock during testing. The cause of the internal hlc's to deplete could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.